Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt. The physician inflated the occlusion balloon to 4mm to occlude the vessel. The physician then noticed that the occlusion balloon had deflated unexpectedly. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.